Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on all lead contacts. The scs system was reprogrammed but the issue remained. The patient underwent a lead replacement procedure.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on all lead contacts. The scs system was reprogrammed but the issue remained. The patient underwent a lead replacement procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Analysis of the returned lead, sc-2317-70 (serial number (B)(6), showed that a visual inspection revealed that the lead connectors are kinked 6 cm from the proximal end. The lead connectors became kinked after the lead exited the ipg's strain relief. The lead connectors were exposed to excessive mechanical force due to the lack of strain relief when the lead connectors were inserted into the ipg ports, which resulted in fractured cables within the kinked section of the lead.